Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted too soon. The device was explanted. There were no patient complications reported as a result of this event.